Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Investigation: photos have been received to this complaint. Based on the picture is not possible to determine if position of connector indicator towards bend tip of catheter is within range 0[?]- 45[?] Or not. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. No another complaint was received to this lot. The batch record review indicates no discrepancies. This complaint was discussed by the complaint review board. This issue will be monitored through the post market product monitoring review process, sop-000741. In case of increased trend, the relevant action will be taken. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports unknown qty from unknown mus - coude indicating notch on funnel is not perfectly aligned with coude tip. He said many are misaligned by about 45 degrees he estimates. No photo available at this time. There was no harm reported.